Event description:
The customer reported an issue with the pump touchscreen, which was unresponsive and prevented interaction with the device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset; however, the issue persisted. The customer reverted to using a backup insulin pump to maintain insulin delivery.